Event description:
The customer reported that they had stopped using their medtronic insulin pump in (B)(6) and had switched to another company's insulin pump. But, they decided to switch back to medtronic insulin pump again. They stated that the device had retained all the settings but was alarming multiple errors. The customer's blood glucose was 263 mg/dl, which was treated with another insulin pump. The customer stated that whenever they exercise they keep their blood glucose levels high. Troubleshooting was performed and the customer was advised that the error alarms are after the device had been stored for a long time without batteries and has not used. The customer stated that the battery compartment was cracked. The discontinuation of the insulin pump was advised. The customer stated that they needed help with the priming process. The customer was advised that the device is not safe to use due to the cracked battery compartment. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump did have error alarms. The device passed the self test and an error test. However the unit was received with an error alarm in the history file due to corrupted history file. The insulin pump was received with minor scratched display window, cracked display window corners, broken belt clip slot, cracked reservoir tube lip, and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.